Manufacturer narrative:
(B)(4). Jaw retainer and feeder shoe damaged the analysis results for the device confirmed that it was returned non-functional. The device was cycled and when fired, the clips did not advance into the jaws. The device was disassembled; the jaw retainer assembly and the feeder shoe were found damaged not allowing the device to function as intended. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic chole procedure the clips were pre-formed when the device was fired. A second device was pulled and the same thing occurred but the surgeon used the device to complete the case with no patient consequence .